Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was close to 300mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer had been using the cartridge over 3 days and would reuse their infusion set tubing. Tandem technical support educated the customer on the importance of using supplies per labeling. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.